Event description:
Per the clinic, the patient developed an infection at the implant site. The patient was placed on a 6 weeks oral antibiotics prior (specific date not reported) and patient was hospitalized for a duration of four days (specific date not reported). During the admission, the patient was also administered with IV antibiotics for 48 hours. Subsequently, the device was explanted on (B)(6) 2023. Reimplantation is planned but had not taken place at the time of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on (B)(6) 2023.